Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During the clip preparation, the clip was unable to invert past 180 degrees during functional testing. A tension was observed at the arm positioner. Troubleshooting was performed and the clip jumped closed from 120 degrees to 60 degrees. The clip continued to jump in both the open and closed directions while locked or unlocked. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult clip opening and clip jumping were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult clip opening could not be conclusively determined. The reported clip jumping and observed lock line slack are likely cascading events of the troubleshooting performed for the difficult clip opening. There is no indication of a product quality issue with respect to manufacture, design, or labeling.